Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Investigation found the device knife blade was not exposed while the jaw was open. The device knife blade was not able to advance forward while the jaw was open. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track when the jaw was closed. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was inspected under microscope and no issue was found. The device was disassembled to check if the spindle pin was present, the spindle pin was intact and present. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's blade came out when the device was opened after seal/cut. There was no patient injury.